Event description:
It was reported that the pt received emergency treatment for hypoglycemia

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that pump was insulin delivery was operating within required specification and delivery accuracy.